Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An everest inflation device and a resolute onyx device were used during a procedure. There was no damage noted to the packaging. The onyx device was not inspected. The device was removed from the packaging as per IFU with no issues. The everest device was inspected and prepped as per IFU with no issues. There were no difficulties noted removing the protective sheath from the onyx device. There were no difficulties noted when removing the packaging stylette from the resolute onyx device. A 1:1 concentration of contrast was used. A stopcock was used to connect the inflation device to the resolute onyx device which was in the patient. It was reported that deflation difficulties occurred and it took longer than normal for the balloon to deflate. After approximately one minute, following balloon deflation, the balloon was retracted. Coronary artery ischemia was reported to have occurred. The patient is alive with no injury.